Manufacturer narrative:
H6: investigation summary: bd received 3 samples and 3 photos for investigation. The photos and samples were reviewed and the indicated failure mode for foreign matter- ink outside the tube, embedded fm on stopper and foreign matter inside the tube with the incident lot was observed. Additionally, the retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter- ink outside the tube, embedded fm on stopper and foreign matter inside the tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: "two tubes were dirty and one tube had a dirty cap."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was foreign matter in the tube(s) biological and non-biological the following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: "two tubes were dirty and one tube had a dirty cap."